Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case and lower case were broken. Analysis also found that the battery release, side bail covers, heart block, lead flex cover and battery drawer were contaminated, the battery contacts were compressed, the ring was bent, the serial number label was torn and the display was missing segments.

Event description:
It was reported the epg (external pulse generator) has a cracked case, which needs replacement. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.